Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported the patient received a letter regarding the ins recharger (insr) antenna that was replaced because it was heating up during recharging. The patient mentioned that it still was slightly doing it since the antenna was replaced. Regarding the heating, the patient stated, ¿mine, I get it through the implant. I guess it¿s the battery.¿ it was still slightly doing it since the antenna was changed. No further complications were reported.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was charging for too long and too often. The patient reported it takes 4 hours or more to charge when it used to be a lot faster. They also stated the ins battery depletes more quickly than it used to. They stated it used to last 2-3 days but now it may or may not last all day. The patient also stated, ¿it gets hot when charging¿ but was not sure if it was the antenna or the internal battery. They stated the ins recharger (insr) antenna does get hot to the point where it is uncomfortable but it does not burn. The patient reported there have been no changes in settings. They stated they do get coupling. A replacement antenna was sent and the patient was redirected to follow up with a healthcare professional (hcp) to discuss the ins feeling hot. No further complications were reported/expected.